Manufacturer narrative:
(B)(6)

Event description:
On (B)(6) 2015, it was reported that the audio bolus button was under responsive to user presses. The reporter also stated that the audio bolus button cover was damaged and moisture was present in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: during investigation, the audio bolus button cover was found to be missing from the pump. There was evidence of moisture observed in the area of audio bolus button. A leak test was performed and confirmed a bolus button leak. The pump was opened and there was moisture observed on the support bracket and the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.